Event description:
The heat exchange catheter cologuard (thermo xp machine) showed pink blood tinged solution in the saline bag used for priming the system, this indicated that the heat exchange balloon on the catheter had breached. Thermo xp disconnected from pt. Upon trying to deflate the balloon blood came from the heat exchange port indicating a breach of the balloon. Heat... Devices will be returned only if manufacturers provide prepaid shipping, packaging as per dot, or pick the item up. The details in the report is the extent to which we identify medications involved or patient contact.